Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying a value of 93 mg/dl and treated herself with food because she did not feel right. After she ate, she checked her blood sugar and the bg meter was reading 137 mg/dl while the cgm was still displaying 93 mg/dl. The patient called a taxi and went to the emergency room (ER) because she was still not feeling right and stated the cgm was displaying a value of 63 mg/dl when she arrived at the hospital but when they checked her blood sugar, the bg meter was reading 105 mg/dl. No additional issues occurred at the ER and the patient was sent home. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.